Event description:
Procedure: lower anterior resection. According to the reporter: the initial firing of the endo gia eaa did not go well. The staple line did not hold so the eea was replaced. The eea31 fired properly and a small leak was observed due to the technique. At this point the surgeon decided to do a diverting ileostomy and to give the anastomosis time to heal. The surgery was completed after a 2 to 3 hour delay.